Event description:
Patient presented to the physician with an infection at the neck incision site. Physician brought the patient into the or and also noticed a possible infection near the ipg upon removal. Physician removed the entire inspire system.